Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer¿s current blood glucose value was 513 mg/dl. The customer reported that the insulin pump had battery out limit and blank display. Customer was able to clear the alarm. Insulin pump was not on auto mode. The insulin pump will not be returned for analysis.